Manufacturer narrative:
Updated data: the additional information indicates the damage to the device does not meet reportability criteria as there was no capsule failure. The initial report was conservatively reported, this follow up report indicates this is no longer a reportable event. Additional information was received that when the delivery catheter system (dcs) was pushed during implant, a kink on the guidewire lumen was noted; there was no damage noted to the capsule portion of the dcs. No misload of the valve was noted. No adverse patient effects were reported. Device code: a0501 no longer applies. The kinked material of the device did not separate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: it was reported that during valve deployment, only one paddle detached from the delivery catheter system (dcs) and the other paddles did not release from the dcs. Cine films were not returned for review. The evolut system best practices training material instructs the user to confirm paddle separation prior to retrieving the system. The deployment knob should be turned very slowly to allow the paddles to detach one at a time. If the paddle does not detach, the user is instructed to gently push on the system until the valve releases. In this case the physician was able to get the valve to release by using a guidewire. With the available information, a definitive root cause for the difficulty deploying the valve could not be determined. The subject dcs was returned to medtronic for analysis. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. No kink was observed. No evidence of other damages on the dcs. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the product analysis, the reported kink on the dcs¿s guidewire lumen cannot be confirmed. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the handle of the delivery catheter system (dcs) was intact. The device was received with the capsule fully closed. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. The inner member shaft and spindle hub was intact with no evidence of damage. A 0.035 inch guidewire was passed through the delivery catheter system (dcs) without issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the minimum diameter of the access vessel was 6.6*7.8 mm. The patient anatomy was reported to have mild tortuosity in the abdominal aorta and severe tortuosity in the iliac artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was advanced to the ascending aorta with the hat marker was facing the lesser curvature side. The physician, continuously applied torque to the dcs to make the hat marker face the greater curvature side. The dcs was pulled back to the descending aorta, and torque was applied which allowed for the hat marker to face the greater curvature side. The dcs was advanced to the ascending aorta with the hat marker facing the greater curvature side. During the attempt to deploy the valve, one of the valve paddles detached from the dcs, but the other paddle would not detach. An attempt was made to push the dcs towards the left ventricle and detach the paddle; however, it could not be detached. The guidewire (manufacturer unknown) tip was pulled more distally than the paddle attachment, and the paddle detached from the dcs. The guidewire was advanced so that it could come out from the dcs tip, but the wire was unable to be advanced near the distal portion of the paddle attachment. Fluoroscopic inspection showed the dcs¿s guidewire lumen was kinked. The guidewire was changed to a non-medtronic guidewire with a hydrophilic coating, which advanced passed the kinked dcs, and freed the guidewire from the tip of the nose cone, and the system was safely withdrawn from the patient. No additional adverse patient effects were reported.